Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced device migration and partial extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.